Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were feeling stimulation in their entire leg and that it was making their toes curl. The patient stated that they have moved stimulation up and down and that they were still not getting any relief. The patient also stated that they intermittently see the device not responding but they were always able to connect. The patient also stated that it also stimulated up the hip to their arm and neck. While on the call, the patient confirmed ins status with the programmer: the therapy was on, on program 1 at 1.5. The patient decreased the amplitude and this eliminated the uncomfortable stimulation. Patient services had the patient change programs to program 2 at 1.2, where they could feel stimulation but it was not in the body elsewhere. It was noted, however that the patient was still feeling the stimulation in their feet which was conflicting from what was initially reported. The patient was going to follow up with the health care physician (hcp). The patient was trying to meet with the hcp to make some changes that week of the call and it was noted the patient wanted a manufacturer representative (rep) to be present. The patient stated that this has been occurring for about the past 3-4 weeks. There were no further complications reported.